Event description:
The customer contacted beckman coulter, (bec) to report a leak at the probe of the coulter act diff 2 analyzer. The volume of the leak was less than 20 micro liters and was not contained within the instrument. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No erroneous patient results were generated in connection to this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse found that the waste drain for the probe wash rinse block was clogged. The fse cleared the clog and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was a clog in the probe wash rinse block waste drain. (B)(4).